Event description:
It was reported that the device was discovered to have missing components. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as this device was not related to event

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as this device was not related to event.